Event description:
Caller reported cgm error 42, requiring intervention. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the caller through a successful pump reset process, which resolved the issue and enabled the caller to start their sensor session without further errors.